Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was galled and stuck inside the drive shaft and the cutter device was broken at the locking groove. It was further reported that the issue with the cutter device stuck inside the attachment device and broken was due to excessive force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the matchstick device was stuck inside the attachment device when used together with the bearing sleeve device. During in-house engineering evaluation, it was observed that the unit was galled and stuck inside the drive shaft and the cutter device was broken at the locking groove. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.